Event description:
It was reported that the device was opened, the surgeon tried to ligate a vessel and no clip was released, they tried again and still no clip. The device will be returned for analysis. There was no other info available.

Manufacturer narrative:
Eval summary: the analysis results found that the instrument was returned non-functional. The instrument was cycled and would not feed the clips. The instrument was disassembled and the feeder shoe was missing therefore the instrument would not feed the clips as intended. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.